Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. The hc had a se 2240 in dwell 4 of 4 and per the home patient (hp), the supply bag was undone. The baxter technical service representative (tsr) explained the alarm and helped the hp/caregiver (cg) clear the alarm and get the cassette out. The hp would finish with a manual bag. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The home choice set was not being reused. The patient did not have any pets that caused damage to the supplies. There was not damage noted to the over pouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or over pouch. Proper procedures per the user manual were reviewed with the reporter. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed, based on information reported by the hp. However, the root cause was undetermined. This issue is being investigated through CAPA. Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.